Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed, the reported issue could not be confirmed, and the root cause could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed no disposable a few hours after the cassette was changed. Alarm was not resolved by removing and reattaching the cassette. Cassette was changed to the backup pump and it ran without alarm. No patient injury reported.